Event description:
Celect ivf filter placed 15-20 years ago (pt does not know exactly when) found to be multiply fractured, with 2 arms retained locally, partially in right renal vein. Fragments loose and could easily have embolized to heart/lungs.